Event description:
Boston scientific received information that this left ventricular lead had exhibited dislodgement one day post implant. The patient underwent a revision procedure and a new lead was successfully placed.

Manufacturer narrative:
Laboratory analysis revealed that the complete lead was returned and there was dried blood/body fluid noted in the lead lumen. The lead was found to be electrically continuous. The allegation of lead dislodgement was unable to be confirmed by analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.